Event description:
The consumer reported received burns from a hot/cold gel pack. She stated she microwaved the pack for the correct amount of time. She received burns to the upper right hand side of her back. There were no complications reported from this burn.